Manufacturer narrative:
Vyaire field service technician conducted onsite visit. Evaluation revealed, the unit did not past leak test. As a conclusion the base manifold need to be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela was on patient when they noticed that the touch screen would not let them change anything like it was locked up. The customer confirmed that there was no patient harm associated with the reported event.